Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive brake assembly to repair the bed.